Event description:
It was reported that injector locking n40-o separated. The following information was provided by the initial reporter: customer's report - using the new optima connectors with alaris tubing with spin collar last monday 7/5, inpatient nursing, had two potential safety issues that could have resulted in a chemo spill. In both instances he found that the threaded cuff of alaris tubing was not fully engaged and had backed off of the injector or chemo side of the tubing. My hypothesis is the connector spins so people are not fully engaging the alaris tubing threaded cuff and when it spins around it backs itself off. In testing this it takes a lot of force and detail to fully engage the threads so the cuff cannot be unscrewed. (1)the first instance I found this was on alaris tubing and a flush bag that was hanging in a room from previous chemo infusions. I double checked all the connections prior to administering chemo and found the cuff not secure. (2)the second instance was not on a patient of mine but pt asked if it was okay to ambulate a patient in the halls with continuous chemo. I checked all the connections of the chemo that was running and found one connection also where the cuff had backed off. In this instance the blue infusion clamp device was in use but only prevents the connector and injector from separating and could have still resulted in a chemo spill if there were force placed on the line.

Manufacturer narrative:
H6: investigation summary three photos showing one injector connected to a alaris tubing received for investigation, after the inspection of pictures received, it is noticed that the spin collar from the alaris tubing was not fully engaged to the luer thread from injector n-hub, probably leading to luer lock disconnection event reported. No issues or damages can be observed on optima injector n40-o that could lead to the event reported. As the lot involved in this incident is unknown, a complaint history review cannot be performed. Since lot number is unknown, no retained samples can be requested for the investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. It has been determined that this incident most likely occurred due to improper use. The alaris tubing was not fully enagaged to optima injector hub probably leading to luer lock disconnection reported.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that injector locking n40-o separated. The following information was provided by the initial reporter: customer's report - using the new optima connectors with alaris tubing with spin collar last monday (B)(6), inpatient nursing, had two potential safety issues that could have resulted in a chemo spill. In both instances he found that the threaded cuff of alaris tubing was not fully engaged and had backed off of the injector or chemo side of the tubing. My hypothesis is the connector spins so people are not fully engaging the alaris tubing threaded cuff and when it spins around it backs itself off. In testing this it takes a lot of force and detail to fully engage the threads so the cuff cannot be unscrewed. The first instance I found this was on alaris tubing and a flush bag that was hanging in a room from previous chemo infusions. I double checked all the connections prior to administering chemo and found the cuff not secure. The second instance was not on a patient of mine but pt asked if it was okay to ambulate a patient in the halls with continuous chemo. I checked all the connections of the chemo that was running and found one connection also where the cuff had backed off. In this instance the blue infusion clamp device was in use but only prevents the connector and injector from separating and could have still resulted in a chemo spill if there were force placed on the line.